Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose (bg) level was 150 mg/dl. The customer reverted to an alternate method for insulin therapy.